Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of 1 signia powered handle.  There were no visual abnormalities noted. During functional evaluation it was found that a switch was nonfunctional. When the key was pressed the information was not registered in the data log.  A cross functional team has reviewed the risk and rate of occurrence for this failure mode and complaint mode and has determined that no corrective actions are warranted at this time to address the root cause of the switch failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, there was an issue with the sensors behind the toggle. When the surgeon pressed up on the toggle to open the jaws, the stapler articulated to the right. It was also noted that there are some other movements of the stapler that the surgeon was not trying to make. A manual stapler was used to complete the case. There was no patient injury.